Event description:
It was reported that during a lobectomy procedure, the staples were not closed properly. The surgeon used a second instrument or overstitched the staple line. There was no pt consequence. No additional info is available.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.